Event description:
It was reported to boston scientific on 11/21/2006 a product problem requiring intervention associated with an aneurysm coiling procedure of a carotid artery bifurcation. It was reported that "during the procedure, the device in question (coil) was introduced into the microcatheter and was approximately 8 centimeters into the aneurysm when the (device in question) detached prematurely and was unsuccessful. Took patient to surgery for aneurysm clipping." It was reported that the procedure was not completed due to this event, that additional surgery was required to remove the device in question, and that the patient condition is unknown at this time. Follow up responses received indicated that the device in question detached prematurely, that other coils had been successfully deployed prior to the alleged incident and that the current patient condition is still unknown.

Manufacturer narrative:
To date, the device in question has not been returned to the manufacturer for evaluation. Based on the information known at this time, boston scientific cannot conclusively determine the cause of the user's experience. No conclusion can be drawn.